Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included spinal enthesopathy. Concomitant products included baclofen, bactrim (septra), gabapentin (neurontin) and ranitidine hydrochloride (zantac) since 2005. On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced depression ("depression"). In september 2009, the patient experienced the first episode of dyspareunia ("dyspareunia"), gastrooesophageal reflux disease ("gastro esophageal reflux disorder"), dyspepsia ("heart burn") and constipation ("constipation"). In 2011, the patient experienced migraine ("migraines") and headache ("headaches"). In 2012, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). In 2013, the patient experienced abdominal pain lower ("severe lower abdominal pain"), back pain ("severe back pain") and fatigue ("fatigue"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("severe menstrual pain/ dysmenorrhoea (cramping)"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced alopecia ("hair loss"), weight fluctuation ("weight fluctuations") and the second episode of dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy oophorectomy (bilateral removal of ovaries) and surgery ((B)(6) 2014 on ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain had not resolved and the dysmenorrhoea, abdominal pain lower, back pain, alopecia, fatigue, weight fluctuation, depression, migraine, headache, the last episode of dyspareunia, gastrooesophageal reflux disease, dyspepsia and constipation outcome was unknown. The reporter considered abdominal pain lower, alopecia, back pain, constipation, depression, dysmenorrhoea, dyspepsia, fatigue, gastrooesophageal reflux disease, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage, weight fluctuation, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. The reporter commented: plaintiff's symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: full occlusion of fallopian tubes most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet was received- all relevant medical history, concurrent condition, concomitant medication were added. Events vaginal hemorrhage, menorrhagia, depression, migraine, headache, dyspareunia, gastroesophageal reflux disease, dyspepsia, constipation was added. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe lower abdominal pain"), dysmenorrhoea ("severe menstrual pain"), back pain ("severe back pain"), dyspareunia ("dyspareunia"), alopecia ("hair loss"), fatigue ("fatigue"), weight fluctuation ("weight fluctuations") and depression ("depression"). The patient was treated with surgery (on (B)(6) 2016, plaintiff underwent hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, dysmenorrhoea, back pain, dyspareunia, alopecia, fatigue, weight fluctuation and depression outcome was unknown. The reporter considered abdominal pain lower, alopecia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, pelvic pain and weight fluctuation to be related to essure. The reporter commented: plaintiff's symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: full occlusion of fallopian tubes company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.